Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 12, which had occurred at least three times previously. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.